Manufacturer narrative:
The actual set is not available for evaluation. The companion sets have been requested but has not been received. Should samples be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. The device is manufactured in another country for use in other country. It is not distributed in the u.s. However, it is same or similar to the device with the FDA classification code.

Event description:
In 2008, the facility reported to baxter that on the same day at 17:15, a male patient undergoing cardiac surgery was receiving an infusion of noradrenaline at a rate of 10mcg/minute on a colleague triple channel infusion pump. At the time of the infusion, the patient was compromised and needed an inotrope infusion. His blood pressure (bp) was 105 systolic with a mean arterial pressure (map) of 68. The triple channel pump alarmed "air in the line". The nurse removed the line from the pump and moved the slide clamp (as had been instructed by baxter during education sessions). The nurse then reinserted the line into the pump and unclamped the line, as she did this she noticed a bp of 200+ and it was felt that the pt could have received a bolus dose of the inotrope. This report is for the set, which is the same or similar to the set. This complaint is related to another complaint.